Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter: the report indicates that a pharmacist at the facility reported the issue; however, their name has not been obtainable. The sales rep who reported the issue will be used for the initial reporter. Number 510k: device not marketed in the us; similar device available. Product evaluation: analysis results are not available; the device was discarded by the user facility. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pharmacist from the facility reported that ¿when they tried to take out the [nim flex emg] tube the balloon did not deflate; they had to force the extraction.¿ the tube and cuff were checked for patency prior to intubation, and worked as expected. There was no patient injury.